Manufacturer narrative:
H.6. Investigation summary. Two samples containing bd stopcock components were received for evaluation by our quality engineer team; however, the part numbers were not reported or known. A device history review could not be completed as no batch number was provided. The stopcocks were functionally tested for leakage for one minute and the samples did not reveal signs of leakage. Based on the investigation results, a manufacturing related cause for the reported incident could not be determined. At this time, further action have not been determined necessary. Our quality team will continue to monitor the production process for potential defects and emerging trends.

Event description:
It was reported that there was leakage from IV set/60drop/1cq/c35/1cq/ll/pb during use. The following information was provided by the initial reporter, translated from japanese to english. Verbatim: ¿drug leaked from the stopcock.¿.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was leakage from IV set/60drop/1cq/c35/1cq/ll/pb during use. The following information was provided by the initial reporter, translated from (B)(6) to english. Verbatim: ¿drug leaked from the stopcock.¿